Event description:
A customer reported that the equipment displayed no aspiration and locked during a procedure. The pt was transferred to another facility and the case was completed on the same day. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and replaced the dvi (digital video interface), interface printed circuit board (pcb), and the touchscreen to resolve the customer reported issue. The system was then tested and met product specifications. The company representative monitored surgeries the following day. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).